Event description:
It was reported that there was high pacing threshold on the left ventricular (lv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the proximal conductor (not obstructed), there was blood ingression in the distal electrode, the outer insulation had cosmetic melting, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, and there was apparent explant damage. It cannot be determined at this time how the blood entered the proximal conductor. Destructive analysis was performed and no inner insulation breach what observed. (B)(4).